Event description:
In 2009 the pt's physician reported that the pt was currently in the hospital. He requested that a company representative come to the hospital to retrieve the basal rates because the pt was unable to operate the infusion device. The pt's nurse called, and stated that the pt was experiencing elevated blood glucose and he was connected to the infusion device and his readings were decreasing. His blood glucose ranged from 274-521 mg/dl. Neither the nurse not the pt was able to perform troubleshooting. The pt's wife stated that the pt had no allegations against the infusion device. He had switched to his backup infusion device due to elevated blood glucose and his readings remained elevated. Upon follow up at approximately one week later, the pt's wife reported that the pt's blood glucose had lowered to 126 mg/dl and he was doing well. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.